Manufacturer narrative:
Camera out of calibration, as subsequent investigation determined that the camera did not see the passive instrumentation. Camera replaced per RMA. No impact on pt outcome reported.

Event description:
The surgeon reported a problem with the biopsy needle not "staying fixed" while performing a biopsy procedure. The case continued with no impact on pt outcome.